Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had a history of thrombus with a pump thrombus resulting in an embolic stroke. The pt was re-admitted for a suspected thrombus due to heart failure symptoms. A speed challenge study was done which indicated a high likelihood that the outflow pathway has a thrombus. The pump performance parameters all looked normal; power, pi and flow are at his programmed speed. The pt's heart failure symptoms are suspected by the vad team to be the result of suspected occlusion/thrombus on the outflow side of the lvad as measured by echo and a low flow velocity, and the aortic valve opening on every heartbeat at the set speed of 9800 rpm. All labs are within normal limits and there is no evidence of hemolysis. A left ventriculogram shows no flow into the inflow cannula and slow ejection of contrast from the left ventricle (lv). The pt underwent a pump exchange from one lvad to another lvad on (B)(6) 2013.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.